Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptures". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2a, d2b, d4, g4, h4.

Event description:
This record is un-reporting due to device not PMA approved.